Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging rhinorrhea and headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused rhinorrhea and headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed an unknown dark dust contaminant on the top enclosure, on the front panel, on the rear panel, and on the bottom enclosure. An unknown dust contaminant was present on the o-ring of the rear panel. An unknown dust contaminant was present on the blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation.